Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the lead went through the myocardium. This rv lead was replaced. No additional adverse patient effects were reported.